Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "(B)(6) study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of fallopian tube perforation ("perforation of left fallopian tube"). The subject's past medical history included parity 2 (gravida 2 / parity 2) and postpartum state (3 months and 6 days after delivery ((B)(6) 2017)). Denied concomitant diseases and medical history/risk factors, and also concomitant and treatment drugs. No ectopic pregnancy, abortions or c-section. No previous gynecological intervention. No abnormal uterine findings. Last menstrual period before insertion: (B)(6) 2017. No breastfeeding at insertion date. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (left tube removal on (B)(6) 2017). Fallopian tube occlusion insert was removed. On (B)(6) 2017, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Insertion with cervical dilatation and analgesia (xylocaine 10ml cervical), insertion was easy, no significant fluid loss , lasting less than 20 min. No complains immediately after insertion. Essure removed through laparoscopy on (B)(6) 2017. No intraoperative findings, no signs of infection or inflammation. Event recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: left tube perforation. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Both coils were in correct position. Patient experienced bleeding during test. Test confirmed tubal occlusion, however she was not advised to rely on essure based on it's result. Most recent follow-up information incorporated above includes: on 21-dec-2017: perforation questionnaire received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. D13383) inserted. The report describes a case of fallopian tube perforation ("perforation of left fallopian tube"). The subject's past medical history included parity 2 (gravida 2 / parity 2) and postpartum state (3 months and 6 days after delivery ((B)(6)). Denied concomitant diseases and medical history/ risk factors, and also concomitant and treatment drugs. No ectopic pregnancy, abortions or c-section. No previous gynecological intervention. No abnormal uterine findings. Last menstrual period before insertion: (B)(6) 2017, no breastfeeding at insertion date. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (left tube removal on (B)(6) 2017). Fallopian tube occlusion insert was removed. On (B)(6) 2017, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Insertion with cervical dilatation and analgesia (xylocaine 10ml cervical), insertion was easy, no significant fluid loss, lasting less than 20 min. No complains immediately after insertion. Essure removed through laparoscopy on (B)(6) 2017. No intraoperative findings, no signs of infection or inflammation. Event recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: left tube perforation. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Both coils were in correct position. Patient experienced bleeding during test. Test confirmed tubal occlusion, however she was not advised to rely on essure based on it's result. Most recent follow-up information incorporated above includes: on 04-jan-2018: essure's batch number provided: d13383. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 32-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140150001) had fallopian tube occlusion insert (batch no. D13383) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube'). The occurrence of additional non-serious events is detailed below. The subject's medical history included parity 2 (gravida 2 / parity 2) and postpartum state (3 months and 6 days after delivery ((B)(6) 2017)). Denied concomitant diseases and medical history/risk factors, and also concomitant and treatment drugs. No ectopic pregnancy, abortions or c-section. No previous gynecological intervention. No abnormal uterine findings. Last menstrual period before insertion: (B)(6) 2017 no breastfeeding at insertion date. No vasoconstrictive agent used during the removal. No imaging procedure(s) that was/were performed to localize the inserts prior to removal. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the subject experienced uterine haemorrhage ("uterine bleeding "). On (B)(6) 2019, the subject experienced endometriosis ("endometriosis"). The subject was treated with surgery (on (B)(6) 2017 hysteroscopy was performed and left tube removal by laparoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the fallopian tube perforation and uterine haemorrhage had resolved. At the time of the report, the endometriosis had not resolved. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The investigator considered fallopian tube perforation and uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Insertion with cervical dilatation and analgesia (xylocaine 10ml cervical), insertion was easy, no significant fluid loss , lasting less than 20 min. No complains immediately after insertion. Essure removed through laparoscopy on (B)(6) 2017. No intraoperative findings, no signs of infection or inflammation. Event recovered. Tubal segment (partial salpingectomy) with essure in situ. Reasonable causal relationship to essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: left tube perforation. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Both coils were in correct position. Patient experienced bleeding during test. Test confirmed tubal occlusion, however she was not advised to rely on essure based on it's result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2020: non-serious events added: uterine bleeding and endometriosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 32-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. D13383) inserted. The report describes a case of fallopian tube perforation ("perforation of left fallopian tube"). The subject's past medical history included parity 2 (gravida 2 / parity 2) and postpartum state (3 months and 6 days after delivery ((B)(6) 2017)). Denied concomitant diseases and medical history/risk factors, and also concomitant and treatment drugs. No ectopic pregnancy, abortions or c-section. No previous gynecological intervention. No abnormal uterine findings. Last menstrual period before insertion: (B)(6) 2017. No breastfeeding at insertion date. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced fallopian tube perforation (seriousness criterion intervention required). The subject was treated with surgery (left tube removal on (B)(6) 2017). Fallopian tube occlusion insert was removed. On (B)(6) 2017, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Insertion with cervical dilatation and analgesia (xylocaine 10ml cervical), insertion was easy, no significant fluid loss , lasting less than 20 min. No complains immediately after insertion. Essure removed through laparoscopy on (B)(6) 2017. No intraoperative findings, no signs of infection or inflammation. Event recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: left tube perforation. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Both coils were in correct position. Patient experienced bleeding during test. Test confirmed tubal occlusion, however she was not advised to rely on essure based on it's result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 32-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(4)) had fallopian tube occlusion insert (batch no. D13383) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube'). The occurrence of additional non-serious events is detailed below. The subject's medical history included parity 2 (gravida 2 / parity 2) and postpartum state (3 months and 6 days after delivery (B)(6) 2017)). Denied concomitant diseases and medical history/risk factors, and also concomitant and treatment drugs. No ectopic pregnancy, abortions or c-section. No previous gynecological intervention. No abnormal uterine findings. Last menstrual period before insertion: (B)(6) 2017. No breastfeeding at insertion date. No vasoconstrictive agent used during the removal. No imaging procedure(s) that was/were performed to localize the inserts prior to removal. Concurrent conditions included overweight. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the subject experienced uterine haemorrhage ("uterine bleeding"). On (B)(6) 2019, the subject experienced endometriosis ("endometriosis"). The subject was treated with surgery (on (B)(6) 2017 hysteroscopy was performed and left tube removed by laparoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the fallopian tube perforation and uterine haemorrhage had resolved. At the time of the report, the endometriosis had not resolved. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The investigator considered fallopian tube perforation and uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Insertion with cervical dilatation and analgesia (xylocaine 10ml cervical), insertion was easy, no significant fluid loss , lasting less than 20 min. No complains immediately after insertion. Essure removed through laparoscopy on (B)(6) 2017. No intraoperative findings, no signs of infection or inflammation. Event recovered. Tubal segment (partial salpingectomy) with essure in situ. Reasonable causal relationship to essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: left tube perforation - contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Both coils were in correct position. Patient experienced bleeding during test. Test confirmed tubal occlusion, however she was not advised to rely on essure based on its result. Batch no: d13383, production date: 2014-09-26, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled (B)(6) (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of fallopian tube perforation ("perforation of left fallopian tube"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (left tube removal on (B)(6) 2017). Fallopian tube occlusion insert was removed. On (B)(6) 2017, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicating perforation at the junction of the left cornua and fallopian tube. Most recent follow-up information incorporated above includes: on 13-dec-2017: adverse event perforation update to perforation of left fallopian tube; event stop date ((B)(6) 2017); event outcome (recovered); severity (moderate); and relatedness to study conduct (yes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of fallopian tube perforation ("perforation"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (left tube removal on (B)(6) 2017 ). Fallopian tube occlusion insert was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the subject had reported mild pain and bleeding on her questionnaires but the investigator believed it was due to her receiving depo injections until her confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. On (B)(6) 2017, the hysterosalpingogram showed contrast extravasation indicates perforation at the junction of the left cornua and fallopian tube. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.